Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt was implanted with an scs system including an ipg on (B)(6) 2007. It was reported that the pt fell and lost stimulation. He also is unable to increase the amplitude for his therapy. Stimulation for the pt was subsequently recaptured via reprogramming; however, it was determined that surgical intervention will be needed in order to fully resolve this matter. No further info is available.